Event description:
The rptr stated that the screws were loose causing nonfusion of his spine. The rptr also stated that he feels worse than before the screws were placed. He stated that the physician placed some screws in one disc that should have been placed in another and a second physician wants to place more screws in the front and back of the spine.